Event description:
It was reported that during a percutaneous coronary intervention (pci), a 3.50 x 20mm liberte' monorail coronary stent delivery system was damaged. The lesion being treated was located in the proximal left anterior descending artery. When removing the delivery system from the protection tubing during preparation, the distal edge of the stent was deformed. It was lifted up and flared. There were no patient complications or injuries reported. The patient status is listed as good. The procedure was completed with another one of the same device.

Manufacturer narrative:
.